Event description:
Per the clinic, it was reported that the patient has experienced recurrent infections at the implant site. Subsequently, the abutment was removed on (B)(6) 2019. The implanted fixture remains inisitu.